Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor smooth round moderate profile 325cc saline breast implant , catalog number 3501655, lot number 5722869. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated after implantation. The issue was confirmed during surgery. As a result patient had the device removed on (B)(6) 2019

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the sample some creases were observed in the anterior and posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. . Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).